Event description:
According to the reporter, during use, the bis value was displayed as 0 at the stage when it was was not under anesthesia. There was no reported patient outcome.

Manufacturer narrative:
D10 concomitant medical product: 186-0200 - 186-0200 bis paed sensor x25 - (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was no visible damage on the sensor. Functionally, the sensor's electrodes were checked, where only the electrode under pad 4 was unable to reach an impedance within tolerance of 22 ohms or less. To verify, the sensor was rehydrated using a pipette to place one drop of water on each electrode before then adhering the sensor pads to a strip of copper tape. The sensor was connected to the monitor where only the electrode under pad 4 was unable to pass the initial impedance check. It was reported that the bis value was displayed as 0 at the stage when it was was not under anesthesia. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.